Manufacturer narrative:
A patient had their system explanted due to uncomfortable stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation. The patient had their system explanted sometime in (B)(6) of 2017.